Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the clinician that the patient complained of palpitations. A remote transmission was completed and reviewed by the clinician and it was reported that the ventricular lead had elevated thresholds. It was also reported that upon review of the magnet strip, ventricular pacing does not always correlate with the ventricular marker. The device and lead remain in use and plans are in place for office follow up. No patient complications have been reported as a result of this event.